Event description:
Per the clinic, the device was explanted (date not reported). Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 19, 2025 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.